Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 14mm amplatzer vascular plug was chosen for implant using an unknown delivery system. During the procedure, as the physician attempted to introduce the device, the plug reportedly disinserted from the delivery system and expanded (¿flowered¿) prematurely, prior to intended deployment within the patient¿s anatomy. Following this unintended deployment, the device migrated rapidly through the vasculature and embolized to the level of the aortic bifurcation. Fluoroscopic (scopy) guidance was used to assess the device location, and an attempt was made to retrieve the plug via an endovascular snare; however, this approach was unsuccessful. As a result, conversion to open surgical intervention was required, and a laparotomy with aortotomy was performed to retrieve the device from the patient.